Event description:
A peripherally inserted central catheter (PICC line) was inserted, and the guide wire was lost in the vein. When identified, the guide wire had appeared broken in two and removed in two pieces.